Event description:
During a hand assisted lap nephrectomy, the stapler did not fire all the way. It cut part and did not lay staples on one half of the cartridge. They were going across the renal vessel. The pt started uncontrolled bleeding and they had to open the pt up. It is unknown if the pt received a transfusion.